Event description:
The pt had aortic & mitral sjm silzone valves implanted. Four months postop the pt experienced a cardiovascular accident and was found to have "clot on the left atrial side of the mitral prosthesis". Both appeared normal w/no a. 1, or pv leak. At exploration via right thoracotomy, thrombus was removed from the left atrial side. There appeared to be adequate tissue growth over sewing ring; however, there was redundant tissue, "perhaps white thrombus" at the very edge of sewing ring as it interfaces w/ valve housing. Material cultured neg. Valves functioned normally & remain implanted.